Event description:
The customer reported a complaint of a blank screen on the kangaroo epump.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of blank screen. The unit was triaged and the reported issue was confirmed. Liquid ingress caused corrosion, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.